Manufacturer narrative:
E1 initial reporter address: (B)(6) hospital, (B)(6).

Event description:
It was reported that a patient death occurred. A promus premier 3.00 x 16mm was selected for treatment of the target lesion, which was located in the proximal left anterior descending artery (lad). After placement of the stent in the lad, the physician noted that a timi 3 flow was not established. The patient was transferred to an intensive care unit where they died from cardiac arrest.

Manufacturer narrative:
E1 initial reporter address: (B)(6) hospital, (B)(6). With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the device was not able to be analyzed as it was not returned to the complaint investigation site. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review a risk review was performed, and it confirmed that the events are defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the exact cause of the reported cardiac arrest is unknown however, some potential causes of the reported cardiac arrest are also documented in the products IFU as known events associated with device use. This product investigation is assigned the most probable cause classification of known inherent risk of device.

Event description:
It was reported that a patient death occurred. A promus premier 3.00 x 16 mm was selected for treatment of the target lesion, which was located in the proximal left anterior descending artery (lad). After placement of the stent in the lad, the physician noted that a timi 3 flow was not established. The patient was transferred to an intensive care unit where they died from cardiac arrest.